Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus calibration was disturbed. It was indicated that the touchscreen connector required cleaning and reseating. It was not confirmed that the radiofrequency head connection port was loose. It was also indicated that multiple external components were damage and/or worn. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed and the radiofrequency head connection port was loose. The programmer was returned for service. There was no patient involvement.